Manufacturer narrative:
It was reported that, approximately 8 months after stent placement, the stenosis part (3.5cm) was found having in-growth when imaging. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Biliary structure where stent was implanted is narrow and curvy. It is possible that the stent could be pressed and stent in/over-growth could occur by state of patient's lesion. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is hard to identify the exact cause since it is hard to reconstruct the situation at the time of procedure and the device was not returned and the information such as photo was not provided. However, based on the description, which was written that "plastic stent was additionally placed there in stent-in-stent method due to drainage failure in (B)(6) 2019" and "the stenosis part (3.5cm) was found having in-growth when imaging", it is assumed that the stent was pressed and obstructed due to pressure of the patient lesion and foreign substance, resulted in drainage failure. In addition, it is assumed that the influence of plastic stent used with was applied complexly, resulted in in-growth has occurred. Through the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: stent occlusion, tumor in-growth". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
Bsd1007fw was placed in the bile duct in (B)(6) 2019, and a plastic stent was additionally placed there in stent-in-stent method due to drainage failure in (B)(6) 2019. This time, the physician tried to replace the plastic stent with another bsd1007fw (B)(4) in stent-in-stent method. After removing the plastic stent by jf-260v, the stenosis part (3.5cm) was found having in-growth when imaging.